Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from synchron cx5 delta clinical system. There was no effect to patient or user.

Manufacturer narrative:
Bci customer technical support (cts) reminded the customer that the liquid from the waste line is biohazard and recommended the customer to use personal protective equipment. The customer performed troubleshooting with the cts and discovered the drain line from ise was cracked. Service visited the site on (B)(4) 2011, and replaced the drain hose. The field service engineer verified that there were no more leaks and the instrument was operational.